Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected low, out-of-range shock lead impedance measurements on the non-boston scientific right ventricular (rv) lead. Upon data review, the values of the out-of-range measurement were unable to be determined. This patient is currently in hospice and tachy mode has been programmed off in this device. No adverse patient effects were reported. The device remains in service.